Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. G4: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2m vticmo13.2 implantable collamer lens, -0.50/+6.0/160 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced permanent loss of bcva. The lens was replaced on (B)(6) 2021 with another same model/length but different diopter lens and the problem was resolved. The cause of the event was due to user error (the wrong refraction was typed into the icl form).